Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
On march 9, 1999, the pt was tested on her surestep meter at 10:30/p. The result was 235 mg/dl. The reporter was unable to arouse her, therefore, she was taken to the ER at about midnight. A lab blood glucose test was approximately 960 or 980 mg/dl. The pt was diagnosed with hyperglycemia, treated appropriately and released on 03/16/1999. The results in the meter memory were 235, er2, high, er2, 454, high, and er2.